Event description:
The facility reports the event occurred in the pt's room. The pt was being transferred from the bed to a chair by two cnas and with the husband's assistance. The administrator stated the husband performed the assembly of the sling on the lift with the cna's supervision before lifting the pt. The cnas then attempted to transfer the pt and began the lifting process. When the pt was hoisted and maneuvered towards the chair, the administrator stated the pt fell to the ground. She stated the clip on the sling became undone from the lift. The pt went to the ER. It was reported the pt sustained minimal injuries and was released from the emergency room the same day.